Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Device evaluation and results not performed because the devices were not returned for evaluation. Medical records received and evaluation not performed because no medical records were provided for review. Device history review indicated all devices accepted into final stock met specification. Complaint history review was not performed as no device specific failure modes were identified. No further investigation for this event is possible at this time as no devices and insufficient information was received.

Event description:
It was reported that patient was revised for pain.

Manufacturer narrative:
The following other hip devices were also listed in this report:catalog # product description lot #6021-0230 accolade plus tmzf hip stem #2 21003901502-11-50d trident hemispherical cluster hole shell 225211016260-9-132 32mm std lfit v40 head 211123012030-6530-1 6.5 cancellous bone screw 30mm vrrmjd2030-6530-1 6.5 cancellous bone screw 30mm vt0mjdit cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : not returned to the manufacturer

Event description:
It was reported that patient was revised for pain.